Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event device code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00405. This event occurred in (B)(6).

Event description:
Allegedly patient was revised due to dislocation.

Event description:
Allegedly, patient was revised due to dislocation.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Complaint history reviewed. Device history record reviewed. Package insert reviewed. Surgical technique reviewed. Evidence that product in spec when used. Use of device could not be determined.